Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected. The customer¿s blood glucose level was 152 mg/dl at time of incident. The customer stated that the pump error occur for the second time. Troubleshooting was performed. The insulin pump will be returned be for the analysis.

Manufacturer narrative:
Device passed the self test, active current test, sleep current test and the displacement test. No unexpected software error alarms noted during testing however, the formatted history file confirmed software error alarm due to a software error. Failed battery test not confirmed.